Event description:
It was reported that pump underinfusion occurred. The pump under infused 3.9 ml, the diagnostic date was listed as (B)(6) 2014. The pump under infused 5.0 ml, the diagnostic date was listed as (B)(6) 2014. The pump under infused 4.4ml, the diagnostic date was listed as ¿(B)(6) 2014¿. No signs or symptoms were reported and therefore the severity was no applicable due to no adverse event. The outcome as of (B)(6) 2014 was listed as unresolved with no further actions planned. The type of medication being delivered via the device system was not provided. It was further reported the device system was used to deliver fentanyl, bupivacaine and baclofen but not lioresal. Additionally, the pump under infused 3.9ml as of (B)(6) 2013 and under infused 5.4ml as of (B)(6) 2014. The ¿(B)(6) 2014¿ 4.4ml under infusion was updated to (B)(6) 2013. It was confirmed no actions were taken.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).